Manufacturer narrative:
Birthdate at time of event: (B)(6).

Event description:
It was reported that the stent was deformed. A 6x100x75 eluvia stent was selected for use for a percutaneous transluminal angioplasty stenting procedure in the left superficial femoral artery. A left antegrade puncture was done and a sheath was placed for access. A victory guidewire was used to pass through the stenosis. The lesion was pre-dilated with a sterling balloon and then the eluvia stent was placed. During post-dilation using the sterling balloon, the stent pulled itself together in a weird way. After that, the balloon was difficult to remove. Multiple inflations and deflations were performed, and finally the stent shape could be recovered. Afterwards, a non-bsc stent was inserted distally into the eluvia stent to help recover the shape of the stent. There were no patient complications reported.